Event description:
User experienced ongoing issues with very low calcium recovery for multiple patient samples since approximately (B) (6)2009. Exact number of patient samples affected was not provided. Sample type is serum; aliquots from the original sample tubes are processed on the instruments. The following four patient result were provided which were discrepant. Initial and repeat results are from the same aliquot tubes. Initial result gave less than 4.0 mg per dl (accompanied by a repeat low data flag). The sample was repeated on another ddp module giving 9.7 mg per dl. No erroneous results were reported and no patients adversely affected. The field service representative determined the switch valve was defective and replaced the switch valve. He verified instrument calibration is holding and the instrument operating within specification.

Event description:
User experienced ongoing issues with very low calcium recovery for multiple patient samples since approximately (B) (6)2009. Exact number of patient samples affected was not provided. Sample type is serum; aliquots from the original sample tubes are processed on the instruments. The following four patient result were provided which were discrepant. Initial and repeat results are from the same aliquot tubes. Initial result gave 5.4 mg per dl (accompanied by a repeat low data flag). The sample was also auto repeated by the analyzer giving less than 4.0 mg per dl (accompanied by a repeat low data flag). The sample was repeated a second time on another ddp module giving 8.9 mg per dl. No erroneous results were reported and no patients adversely affected. The field service representative determined the switch valve was defective and replaced the switch valve. He verified instrument calibration is holding and the instrument operating within specification.

Event description:
User experienced ongoing issues with very low calcium recovery for multiple patient samples since approximately (B) (6)2009. Exact number of patient samples affected was not provided. Sample type is serum; aliquots from the original sample tubes are processed on the instruments. The following four patient result were provided which were discrepant. Initial and repeat results are from the same aliquot tubes. Initial result gave less than 4.0 mg per dl (accompanied by a repeat low data flag). The sample was repeated on another ddp module giving 9.5 mg per dl. No erroneous results were reported and no patients adversely affected. The field service representative determined the switch valve was defective and replaced the switch valve. He verified instrument calibration is holding and the instrument operating within specification.

Event description:
User experienced ongoing issues with very low calcium recovery for multiple patient samples since approximately (B) (6)2009. Exact number of patient samples affected was not provided. Sample type is serum; aliquots from the original sample tubes are processed on the instruments. The following four patient results were provided which were discrepant. Initial and repeat results are from the same aliquot tubes. Initial result gave less than 4.0 mg per dl (accompanied by a repeat low data flag). The sample was auto repeated by the analyzer giving negative 0.2 mg per dl (accompanied by a repeat low data flag). The sample was repeated a second time on another ddp module giving 10.0 mg per dl. No erroneous results were reported and no patients adversely affected. The field service representative determined the switch valve was defective and replaced the switch valve. He verified instrument calibration is holding and the instrument operating within specification.